Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on radius assessed as a surgical impact opening. (Shell thickness within spec) and missing shell observed assessed as inconclusive. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.